Manufacturer narrative:
The probable root cause is attributed to improper customer setup. Based on fse field evaluation, the system issue was due to a loosely connected, improperly seated, or disconnected power cable from vision side cart (vsc). This issue can be resolved by reseating the power plug on vsc.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse noticed that video processor (vp) power plug was loose on side of the vision side cart (vsc) tower. Once properly secured, vp had power and could turn on. Fse showed the location of plug to double check as well. The molex tab was replaced. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the video processor had a not connected message. Technical support engineer (tse) advised checking cable connections and power connection on the back of the vision tower all power switch and cable connection are connected and secured and turn to the on position. Tse advised a hard power cycle this was completed and issue still remained vp not connected check cable connection message received. The procedure was converted to another dv system.